Event description:
Customer reported having issues with the reservoir. Customer states when there is 1 mm of insulin left in the reservoir the insulin pump does not work. Customer has called in previously with the same issue. Troubleshooting for no delivery was performed. Blood glucose was unknown.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacture report number 2032227-2014-23444.

Manufacturer narrative:
The insulin pump reliability analysis evaluated three random sealed reservoirs. Inspected reservoirs, snap cap and septum for anomalies. None were found. Ran occlusion test reservoirs filled with diluents, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Reservoirs were not occluded.